Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had general gastrointestinal infections which required long use of antibiotics that lead to the usage of a peripherally inserted central catheter (PICC). It was noted that it was not directly related to gi. The infections were not considered to be device related and there were no alarms associated with the event. The infection resolved and the patient was discharged.

Event description:
It was reported that the patient had a major candida albican infection on their peripherally inserted central catheter (PICC) that led to a PICC change on 22jul2022. They were on cefepime from 23jul2022 to 05aug2022 and on fluconazole from 26jul2022 to 08aug2022. On 23aug2022, clostridioides difficile-associated disease (cdad) lab was performed; they were given oral metronidazole as a result. On 26aug2022, they had a fever, 38.3 degrees celsius, PICC site redness, swelling, pain and led to PICC being removed. They were given vancomycin from 26aug2022 to 08sep2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.